Manufacturer narrative:
Additional information provided in d.9.,h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified. No part is expected to be returned to manufacturer for evaluation. Logfiles have been requested but have not arrived. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. The root cause of the reported issue could not be determined. Not enough information was provided to properly complete an investigation the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system stopped in the middle of a treatment in right eye of a patient, during photo refractive keratectomy surgery and no unplanned medical or surgical intervention at time of event.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).